Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The accuracy testing found the device to be over delivering. It was determined that the most probable cause was the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an accuracy error of 10.55 percent. The reported product fault occurs during testing. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.